Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that firing mechanism the onetouch lancing device does not work. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The lancing device issue began three weeks later at 9 am. It is not known if the patent was able to test her blood glucose as usual and how she managed her diabetes after the product issue began. The patient reported developed symptoms "faintness and shaking" "right after the issue started." The following day at 10:30 am, the patient was hospitalized with a blood glucose reading of "600 mg/dl" obtained on the hospital meter. The patient's healthcare provider treated the patient with IV fluid and 10 units of novolog insulin. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patients' diagnose and treatment at the hospital, why the patient was treated with insulin. This complaint is being reported because the patient claimed she obtained treatment for a blood glucose reading of "600 mg/dl" 1 day after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.